Manufacturer narrative:
Completed information for sections a1 patient identifier, a2 age at time of event, and a2 age units: sid (B)(6), age unknown; sid (B)(6), 16 years; sid (B)(6), 7 months; sid (B)(6), age unknown; sid (B)(6), age unknown. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I free t4 results for multiple patients with normal tsh levels. The following data was provided by the customer: sid (B)(6) initial result ((B)(6)) = 8.77 pmol/l, repeat with siemens atellica = 20.44 pmol/l. Sid (B)(6) (16-year-old patient) initial result ((B)(6)) = 9.69 pmol/l, repeats ((B)(6)) = 11.08 pmol/l and 12.03 pmol/l, repeat with siemens atellica = 18.27 pmol/l, repeat at another laboratory for troubleshooting (alinity) = 10.57 pmol/l, repeat at another laboratory for troubleshooting (architect) = 12.83 pmol/l. Sid (B)(6) (7-month-old patient) initial result ((B)(6)) = 9.92 pmol/l, repeat with siemens atellica = 13.8 pmol/l. Sid (B)(6) initial result ((B)(6)) = 8.99 pmol/l, repeat with siemens atellica = 13.9 pmol/l. Sid (B)(6) initial result ((B)(6)) = 8.00 pmol/l, repeat with siemens atellica = 12.55 pmol/l. Additional laboratory data was provided: sid (B)(6): tsh = 2.518 miu/ml, repeat with siemens atellica = 2.975 miu/ml. Sid (B)(6) (16-year-old patient): tsh = 1.234 miu/ml, repeat with siemens atellica = 1.483 miu/ml. Sid (B)(6) (7-month-old patient): tsh = 1.361 miu/ml, repeat with siemens atellica = 1.711 miu/ml. Sid (B)(6): tsh = 2.068 miu/ml, repeat with siemens atellica = 2.535 miu/ml. Sid (B)(6): tsh = 2.005 miu/ml, repeat with siemens atellica = 2.167 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 57607ud00 for falsely depressed results was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 57607ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 57607ud00 was identified.

Event description:
He customer observed falsely depressed alinity I free t4 results for multiple patients with normal tsh levels. The following data was provided by the customer: sid (B)(6) initial result (B)(6) = 8.77 pmol/l, repeat with siemens atellica = 20.44 pmol/l sid (B)(6) (16-year-old patient) initial result (B)(6) = 9.69 pmol/l, repeats (B)(6) = 11.08 pmol/l and 12.03 pmol/l, repeat with siemens atellica = 18.27 pmol/l, repeat at another laboratory for troubleshooting (alinity) = 10.57 pmol/l, repeat at another laboratory for troubleshooting (architect) = 12.83 pmol/l sid (B)(6) (7-month-old patient) initial result (B)(6) = 9.92 pmol/l, repeat with siemens atellica = 13.8 pmol/l sid (B)(6) initial result (B)(6) = 8.99 pmol/l, repeat with siemens atellica = 13.9 pmol/l sid (B)(6) initial result (B)(6) = 8.00 pmol/l, repeat with siemens atellica = 12.55 pmol/l additional laboratory data was provided: sid (B)(6): tsh = 2.518 miu/ml, repeat with siemens atellica = 2.975 miu/ml. Sid (B)(6) (16-year-old patient): tsh = 1.234 miu/ml, repeat with siemens atellica = 1.483 miu/ml. Sid (B)(6) (7-month-old patient): tsh = 1.361 miu/ml, repeat with siemens atellica = 1.711 miu/ml. Sid (B)(6): tsh = 2.068 miu/ml, repeat with siemens atellica = 2.535 miu/ml. Sid (B)(6): tsh = 2.005 miu/ml, repeat with siemens atellica = 2.167 miu/ml. Additional data was provided by the customer during a study using patient samples with known history (units of measure is miu/ml): sid (B)(6): past results= 13.49; study results: lot 57607ud00 = 13.14, 13.23, lot 61390ud00 = 14.38 and 14.48, lot 60071ud00 = 13.46 and 15.01; siemens result = 15.9. Sid (B)(6) past result = 22.3; study results: lot 57607ud00 = 12.57, 12.63, lot 61390ud00 = 14.57, 13.94, lot 60071ud00 =14.17, 13.46; siemens result = 20.3. Sid (B)(6) past results = 13.39, 12.49, 13.46; study results: lot 57607ud00 = 13.00, 13.43, lot 61390ud00 = 13.33, 13.93, lot 60071ud00 = 12.94, 13.02; siemens result = 17.7. Sid (B)(6) past results = 13.5, 14.6, 14.7; study results: lot 57607ud00 = 11.69, 12.4, lot 61390ud00 = 12.19, 13.08, lot 60071ud00 = 12.43, 12.55; siemens result = 16.3 sid (B)(6) past results = 9.29, 9.33, 8.89; study results: lot 57607ud00 = 11.98, 12.91, lot 61390ud00 = 12.36, 12.96, lot 60071ud00 = 12.64, 12.64; siemens result = 17.4 sid (B)(6) past results = 15.95, 12.31; study results: lot 57607ud00 = 13.04, 13.75, lot 61390ud00 = 14.57, 15.03, lot 60071ud00 = 13.82, 14.21; siemens result = 20.8 sid (B)(6) past results = 11.65, 11.36; study results: lot 57607ud00 = 13.57, 13.81, lot 61390ud00 = 14.03, 14.84, lot 60071ud00 = 14.7, 13.97; siemens result = 18.2 sid (B)(6) past result = 11.17; study results: lot 57607ud00 = 13.25, 12.49, lot 61390ud00 = 12.75, 13.53, lot 60071ud00 = 13.5, 13.08; siemens result = 14.5 sid (B)(6) past results = 13.05, 12.67, 12.93; study results: not tested; siemens result = 21.3 sid (B)(6) past results = 14.9, 16.6; study results: lot 57607ud00 = 11.6, 12.11, lot 61390ud00 = 11.79, 12.76, lot 60071ud00 = 12.93, 12.43; siemens result = 17.00 sid (B)(6) past results = 9.3, 9.1; study results: lot 57607ud00 = 8.73, 8.75, lot 61390ud00 = 9.24, 9.87, lot 60071ud00 = 9.71, 9.93; siemens result = 12.2 sid (B)(6) past results = 10.5, 12.77, 9.49; study results: lot 57607ud00 = 10.84, 11.04, lot 61390ud00 = 11.83, 12.16, lot 60071ud00 = 11.63, 12.21; siemens result = 14.4 sid (B)(6) past results = 14.2, 12.5, 12.09; study results: lot 57607ud00 = 13.02, 12.79, lot 61390ud00 = 12.26, 13.5, lot 60071ud00 = 12.5, 12.25; siemens result = 18.7 sid (B)(6) past results = 14.75, 13.5, 15.12; study results: lot 57607ud00 = 13.19, 12.84, lot 61390ud00 = 14.19, 14.07, lot 60071ud00 = 13.63, 13.91; siemens result = 20.3 sid (B)(6) past results = 12.8, 13.57, 14.34; study results: lot 57607ud00 = 16.14, 16.09, lot 61390ud00 = 16.77, 17.03, lot 60071ud00 = 15.76, 16.00; siemens result = 24.6 sid (B)(6) past results = 10.28, 14.36, 17.94; study results: lot 57607ud00 = 12.14, 12.49, lot 61390ud00 = 12.06, 12.97, lot 60071ud00 = 12.92, 12.04; siemens result = 18.2 sid (B)(6) past result = 6.24; study results: lot 57607ud00 = 8.48, 7.87, lot 61390ud00 = 8.48, 8.65, lot 60071ud00 = 9.19, 8.87; siemens result = 11.4 sid (B)(6) past result = not available; study results: lot 57607ud00 = 12.69, 12.02, lot 61390ud00 = 12.28, 13.96, lot 60071ud00 = 12.6, 13.13; siemens result = 14.8 sid (B)(6) past results = 11.46; study results: not tested; siemens result = 14.1 sid (B)(6) past results = 11.01; study results: lot 57607ud00 = 10.88, 11.35, lot 61390ud00 = 11.91, 11.88, lot 60071ud00 = 11.48, 11.54; siemens result = 12.0 sid (B)(6) past result = not available; study results: not tested; siemens result = 14.8 sid (B)(6) past results = 19.04, 13.2, 12.68; study results: lot 57607ud00 = 14.38, 14.7, lot 61390ud00 = 14.89, 15.24, lot 60071ud00 = 13.83, 14.92; siemens result = 16.6 sid (B)(6) past result = 12.83; study results: lot 57607ud00 = 9.91, 10.48, lot 61390ud00 = 11.12, 11.16, lot 60071ud00 = 10.47, 10.89; siemens result = 11.6 sid (B)(6) past results = 15.18, 14.96; study results: lot 57607ud00 = 15.12, 15.63, lot 61390ud00 = 15.68, 15.95, lot 60071ud00 = 16.16, 16.28; siemens result = 17.6 sid (B)(6) past results = 15.07, 18.77; study results: not tested; siemens result = 18.2 sid (B)(6) past results = 16.19, 11.59, 10.37; study results: lot 57607ud00 = 10.95, 10.50, lot 61390ud00 =11.59, 12.33, lot 60071ud00 = 11.59, 10.81; siemens result = 13.6 sid (B)(6) past result = 11.02; study results: lot 57607ud00 = 13.59, 13.71, lot 61390ud00 = 13.46, 13.63, lot 60071ud00 = 13.77; siemens result = 15.6 sid (B)(6) past results = 12.25, 12.78; study results: lot 57607ud00 = 14.75, 13.03, lot 61390ud00 = 14.56, 14.78, lot 60071ud00 = 14.21, 13.99; siemens result = 16.4 sid (B)(6) past results = 12.97, 14.43; study results: not tested; siemens result = 12.8 the lot number the past results (used for patient management) were generated on are unknown. No impact to the patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information that was provided by the customer. All available patient information was included. Additional patient details are not available. An evaluation is still in process. A supplemental report will be submitted when the evaluation is complete.

Event description:
Additional data was provided by the customer during a study using patient samples with known history (units of measure is miu/ml): sid (B)(6) : past results= 13.49; study results: lot 57607ud00 = 13.14, 13.23, lot 61390ud00 = 14.38 and 14.48, lot 60071ud00 = 13.46 and 15.01; siemens result = 15.9. Sid (B)(6) past result = 22.3 ; study results: lot 57607ud00 = 12.57, 12.63, lot 61390ud00 = 14.57, 13.94, lot 60071ud00 =14.17, 13.46; siemens result = 20.3. Sid (B)(6) past results = 13.39, 12.49, 13.46; study results: lot 57607ud00 = 13.00, 13.43, lot 61390ud00 = 13.33, 13.93, lot 60071ud00 = 12.94, 13.02; siemens result = 17.7. Sid (B)(6) past results = 13.5, 14.6, 14.7; study results: lot 57607ud00 = 11.69, 12.4, lot 61390ud00 = 12.19, 13.08, lot 60071ud00 = 12.43, 12.55; siemens result = 16.3. Sid (B)(6) past results = 9.29, 9.33, 8.89; study results: lot 57607ud00 = 11.98, 12.91, lot 61390ud00 = 12.36, 12.96, lot 60071ud00 = 12.64, 12.64; siemens result = 17.4. Sid (B)(6) past results = 15.95, 12.31; study results: lot 57607ud00 = 13.04, 13.75, lot 61390ud00 = 14.57, 15.03, lot 60071ud00 = 13.82, 14.21; siemens result = 20.8. Sid (B)(6) past results = 11.65, 11.36; study results: lot 57607ud00 = 13.57, 13.81, lot 61390ud00 = 14.03, 14.84, lot 60071ud00 = 14.7, 13.97; siemens result = 18.2. Sid (B)(6) past result = 11.17; study results: lot 57607ud00 = 13.25, 12.49, lot 61390ud00 = 12.75, 13.53, lot 60071ud00 = 13.5, 13.08; siemens result = 14.5. Sid (B)(6) past results = 13.05, 12.67, 12.93; study results: not tested; siemens result = 21.3. Sid (B)(6) past results = 14.9, 16.6; study results: lot 57607ud00 = 11.6, 12.11, lot 61390ud00 = 11.79, 12.76, lot 60071ud00 = 12.93, 12.43; siemens result = 17.00. Sid (B)(6) past results = 9.3, 9.1; study results: lot 57607ud00 = 8.73, 8.75, lot 61390ud00 = 9.24, 9.87, lot 60071ud00 = 9.71, 9.93; siemens result = 12.2. Sid (B)(6) past results = 10.5, 12.77, 9.49; study results: lot 57607ud00 = 10.84, 11.04, lot 61390ud00 = 11.83, 12.16, lot 60071ud00 = 11.63, 12.21; siemens result = 14.4. Sid (B)(6) past results = 14.2, 12.5, 12.09; study results: lot 57607ud00 = 13.02, 12.79, lot 61390ud00 = 12.26, 13.5, lot 60071ud00 = 12.5, 12.25; siemens result = 18.7. Sid (B)(6) past results = 14.75, 13.5, 15.12; study results: lot 57607ud00 = 13.19, 12.84, lot 61390ud00 = 14.19, 14.07, lot 60071ud00 = 13.63, 13.91; siemens result = 20.3. Sid (B)(6) past results = 12.8, 13.57, 14.34; study results: lot 57607ud00 = 16.14, 16.09, lot 61390ud00 = 16.77, 17.03, lot 60071ud00 = 15.76, 16.00; siemens result = 24.6. Sid (B)(6) past results = 10.28, 14.36, 17.94; study results: lot 57607ud00 = 12.14, 12.49, lot 61390ud00 = 12.06, 12.97, lot 60071ud00 = 12.92, 12.04; siemens result = 18.2. Sid (B)(6) past result = 6.24; study results: lot 57607ud00 = 8.48, 7.87, lot 61390ud00 = 8.48, 8.65, lot 60071ud00 = 9.19, 8.87; siemens result = 11.4. Sid (B)(6) past result = not available; study results: lot 57607ud00 = 12.69, 12.02, lot 61390ud00 = 12.28, 13.96, lot 60071ud00 = 12.6, 13.13; siemens result = 14.8. Sid (B)(6) past results = 11.46; study results: not tested; siemens result = 14.1. Sid (B)(6) past results = 11.01; study results: lot 57607ud00 = 10.88, 11.35, lot 61390ud00 = 11.91, 11.88, lot 60071ud00 = 11.48, 11.54; siemens result = 12.0. Sid (B)(6) past result = not available; study results: not tested; siemens result = 14.8. Sid (B)(6) past results = 19.04, 13.2, 12.68; study results: lot 57607ud00 = 14.38, 14.7, lot 61390ud00 = 14.89, 15.24, lot 60071ud00 = 13.83, 14.92; siemens result = 16.6. Sid (B)(6) past result = 12.83; study results: lot 57607ud00 = 9.91, 10.48, lot 61390ud00 = 11.12, 11.16, lot 60071ud00 = 10.47, 10.89; siemens result = 11.6. Sid (B)(6) past results = 15.18, 14.96; study results: lot 57607ud00 = 15.12, 15.63, lot 61390ud00 = 15.68, 15.95, lot 60071ud00 = 16.16, 16.28; siemens result = 17.6. Sid (B)(6) past results = 15.07, 18.77; study results: not tested; siemens result = 18.2. Sid (B)(6) past results = 16.19, 11.59, 10.37 ; study results: lot 57607ud00 = 10.95, 10.50, lot 61390ud00 =11.59, 12.33, lot 60071ud00 = 11.59, 10.81; siemens result = 13.6. Sid (B)(6) past result = 11.02 ; study results: lot 57607ud00 = 13.59, 13.71, lot 61390ud00 = 13.46, 13.63, lot 60071ud00 = 13.77; siemens result = 15.6. Sid (B)(6) past results = 12.25, 12.78 ; study results: lot 57607ud00 = 14.75, 13.03, lot 61390ud00 = 14.56, 14.78, lot 60071ud00 = 14.21, 13.99; siemens result = 16.4. Sid (B)(6) past results = 12.97, 14.43 ; study results: not tested; siemens result = 12.8. The lot number the past results (used for patient management) were generated on are unknown. No impact to the patient management was reported.